Event description:
It was reported to ahus qa by sales that a carendo seat had caused skin tears on a pt due to jagged edges. The seat was replaced but when the pt was taking a shower, their wounds opened up again.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.